Event description:
Patient presented with a painful right total knee prosthesis which had been in place for approximately four years. Evaluation included a bone scan which suggested a loosening of the tibial component. Upon examination, she was noted to have extreme discomfort, particularly with varus valgus stress and she described mechanical irritability with walking and occasional episodic stabbing pain. She was unable to walk at the time of the exam and was dependent on a wheelchair for mobility. She underwent a revision of her right total knee arthroplasty on 7/20/98 due to implant failure. The implants were noted to be pitted and worn by orthopedic surgeon.